Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to low impedance and high capture thresholds which were suspected to be caused by insulation damage. No additional adverse patient effects were reported.